Event description:
A report was received that the pt fell on the implant site. The fall was not device related, but the pt's stimulation changed immediately. A bsn sales representative met with the pt for troubleshooting and high impedances were observed. The pt's physician believes the lead may have detached from the header of the ipg and has recommended a lead revision.